Event description:
It was reported that insulin squirted out from the customer's insulin pump during manual prime. Customer was reportedly disconnected during the prime. The piston in the insulin pump continued to move forward after reservoir contact and insulin squirted out. It was not possible to leave the priming sequence. The insulin pump had not been bumped, dropped, or exposed to water. Customer's blood glucose was 97 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime rewind test, due to faulty force sensor resistor. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.